Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 8332544. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that blood leaked from the end of the bd saf-t-intima¿ IV catheter safety system during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during puncture, it's noticed that blood leakage at the end of 22ga sti nurse retracted the 22ga sti immediately."